Event description:
Device leaked immediately after filling. Device contained unk concentration of 5fu and unk diluent. Reporter indicates condition observed prior to pt use. Add'l info received from reporter indicates device leaked during pt use, however, no pt injury resulted and no medical intervention was required.